Event description:
Consumer states that after injection she pulled the pen away from her skin and noticed the needle was embedded into her skin. She went to the emergency room to have the needle removed but left before being seen by a doctor because the emergency room was too busy. She stated she had an appointment with her regular doctor on (B)(6). A medical questionnaire was emailed to the consumer and request for completion and return of the documentation and the return of the offending devices. F/u with the consumer on 04/22/2015, the consumer states that she went to her regular doctor and that the needle is still in her stomach because her doctor cannot remove because it is too deep and may be it will come out on its own. Consumer stated that she has had (B)(6) and staph twice and doctors are hesitant to cut on her. MFR #: 8021764-2015-00006.